Event description:
The customer reported that while the unit was in use on a patient in transport from the cath lab to an ambulance, the unit shut off. The customer turned the power switch off and then on; the unit came back on. The patient was then switched to another unit and therapy was continued. No patient injury was reported.